Manufacturer narrative:
Additional information: b5 a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of iridocorneal angles, iris atrophy and decreased contrast sensitivity in mesopic/scotopic setting. The lens remains implanted. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6 health effect clinical code: 4581 'significant reduction of iridocorneal angles', 'decreased contrast sensitivity in mesopic/scotopic setting', and 'iris atrophy' h6- health effect impact code (f): "2199" should be removed and "4614" should be added. H6- type of investigation code: 4110 lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and iris bowing. The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code: 4581- "iris bowing". Claim # (B)(4)